Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 06/10/2025: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) in m3/m4 segment of the middle cerebral artery (mca) using swiftpac coil (swiftpac), a non-penumbra microcatheter. During the procedure, the physician placed a non-penumbra coil in the target vessel. Next, while advancing a swiftpac into the vessel, the coil unintentionally detached. It was reported the swiftpac detached mostly in the vessel with 5 to 10cm in the mca. The physician made multiple attempts to reposition the end segment of swiftpac from the mca into the m3/m4 using the coils pusher wire, a guidewire, and microcatheter, but the attempts were not successful. Therefore, the swiftpac left in place. The procedure was aborted. The current patient status is unknown.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for the three lots were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) in m3/m4 segment of the middle cerebral artery (mca) using swiftpac coil (swiftpac), a non-penumbra microcatheter. During the procedure, the physician placed a non-penumbra coil in the target vessel. Next, while advancing a swiftpac into the vessel, the coil unintentionally detached. It was reported the swiftpac detached mostly in the vessel with 5 to 10cm in the mca. The physician made multiple attempts to reposition the end segment of swiftpac from the mca into the m3/m4, but the attempts were not successful. Therefore, the swiftpac was left in place. The procedure was aborted. The current patient status is unknown.